Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged with a foreign material that resembled glue. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the flexibility adjustment ring had a scratch, the grip had a scratch, no air was fed due to the clogging of the nozzle, the play of the up / down knob was out of the standard value due to wear of the angle wire, the plastic distal end cover had a scratch, the bending tube was deformed, and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an obstruction on channel 4. The issue was found after an unspecified procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged with a foreign material that resembled glue. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per additional information received, it is unknown if the reprocessing steps associated with the IFU (instructions for use) were deviated in reference to the foreign material being present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ·the instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.